Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter became stretched; however the stent was able to be deployed. As the guide catheter was retracted the nurse injured his/her finger requiring only minor first aid. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; guide catheter broke.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter became stretched; however the stent was able to be deployed. As the guide catheter was retracted the nurse injured his/her finger requiring only minor first aid. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; guide catheter broke.

Manufacturer narrative:
The visual inspection of the returned device revealed the push catheter was slightly buckled by the hub. The working length of the push catheter was bent. The suture hole on the push catheter was torn. The guide catheter was torn jaggedly into two pieces (dividing into the proximal and the distal remnant) and the proximal remnant was buckled and stretched. The stent was not returned, but the suture was still loaded onto the delivery system. The suture was cut to access the distal remnant of the guide catheter and the distal remnant of the guide catheter was stretched and kinked. Functional evaluation could not be performed on this device due to the damages observed upon received. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.